Event description:
A us distributor contacted zoll to report that charger/modem sn: (B)(4) displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (displayed an error code while charging a battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, the q1 transistor on the bedside board was thermally damaged. The cause of the inability to charge is the damaged transistor. The root cause of the damaged component could not be positively identified. No adverse event resulted from the defective charger/modem.